Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to symptomatic cysto-rectocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, neuromuscular problems and bloating.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (b)(46 2014 by dr. (B)(6).